Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During evaluation, it was determined the channel cleaning brush and the forceps could not be inserted and there was insufficient amount of suction due to the clogging of the forceps channel. It was noted there was a crack in the adhesive at the bending section. In addition, there were scratches found on the tip body and cover, the insertion part of the serpentine, the operation part and cover, the up angle fixing lever, the grip, the universal cord, and the scope connector side of the universal cord. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly

Event description:
The customer reported to olympus, a treatment tool could not be removed from the forceps channel of the evis lucera duodenovideoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that inappropriate or insufficient reprocessing of the device caused the event. The root cause could not be determined. This supplemental includes additional information added to event. Olympus will continue to monitor field performance for this device.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.